Event description:
A doctor's office alleged that the vitality scanner 2006 had shocked a patient during a procedure.

Manufacturer narrative:
No serious injury was associated with this incident. No medical attention or prescription medication was necessary. No symptoms were reported by the patient. To date, the patient is doing fine. A visual and physical evaluation was performed on the returned unit. It was discovered that the battery snap was disconnected from the unit and the wheel label was coming off.